Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition; no leak was observed. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified during photo inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked coming from the white crimp on the tubing. It was further reported that the set was on fludarabine intravenous piggy back. This was identified during patient administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.